Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent capture. Subsequently, it was found out that this rv lead was dislodged. This rv lead was surgically capped and replaced due to difficulty in removal. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.